Event description:
A vague report of an "iui connector failure" on a pc unit was received. It was also reported the unit failed while on a patient. There was no report of patient harm or medical intervention. The customer stated that the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Customer stated that product would not be returned because the device was repaired after the event and returned to patient floors. Although requested, no device serial numbers, logs, or devices were provided by the customer so no investigation could be performed. The root cause of the customer's report of iui connector failure could not be determined.